Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex g grid, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) part analysis: the report of the medstation es main (drawer failure) was confirmed during fse (field service engineer) testing. According to work order (wo) 02097694. The fse attempted a remote resolution by guiding the client through the dissipation and shutdown restart process, which was unsuccessful. During troubleshooting, it was discovered that the retractor band assembly was broken, and the data cable had become disconnected from the drawer control board. For this reason, the retractor band was replaced with a new one. Further testing revealed that the drawer slide rails were stuck. At approximately three quarters of their travel outside the station, the drawer required excessive force to access the rear compartments. To resolve this issue, both drawer rails were replaced. Finally, a successful test was performed using hta. Laboratory inspection confirmed that the assy retractor dwr hh cubie presented physical damage on the hinge mtg dwr hh cubie. No additional tests were performed by the dchu on the assy retractor dwr hh cubie, since it was found with physical damage during the external inspection. The slide fh 140 lb 25'' univ ss was not received at the dchu by the fse. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of reported issue was determined drawer failure was due to physical damage on the assy retractor dwr hh cubie. Additionally, the slide fh 140 lb 25'' univ ss was not received at the dchu by the fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. As per part investigation, it was determined that physical damage on the assy retractor drawer half height cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer five on the main was not recovering and was not detected on the bus. A field service engineer discovered that the retractor band assembly was broken, and the data cable had disconnected from the drawer controller board. These components were replaced with new ones. However, during testing, it was further identified that the slide rails were binding. Both rails on the drawer were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.